Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2019, due to pump pocket infection and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU lists (pocket, local, and driveline) infections and stroke as adverse events that may be associated with the use of heartmate ii lvas. This document also outlines the recommended anticoagulation therapy and inr range. This IFU provides information regarding how to prevent infection. The IFU also provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. In addition, the IFU outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This document states that care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ and the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to pump pocket infection on (B)(6) 2019. Additional information states that patient was admitted for the infection on (B)(6) 2019. The source of infection was from a driveline, where a patient had a rash from chlorhexidine gluconate (chg) and decided to not wear dressing as prescribed for greater than 6 months. Patient admitted to put on dressings for clinical visits only. Patient had (B)(6) infection. The symptoms were initially abdominal pain, that was later found to be mycotic emboli to the spleen. Patient had a further complication with mycotic cerebrovascular accident (cva) of the middle cerebra artery. The treatment included surgical debridement with multiple washouts and surgical revision again after developing worsening driveline drainage, IV antibiotics, anticoagulation, acute rehab and ultimately palliative withdrawal of care. Per vad coordinator, the death was considered to be device related. The device cannula position was poor after patient gained significant weight. Patient was often at a speed as high as 12,000 revolutions per minute (rpm) on a heartmate ii, however the device did not fail to work. The device wasn't returned for evaluation per family's wish. The patient's device was turned off on (B)(6) 2019 per patient's request, and was transferred alive to an in-patient hospice, where he expired on (B)(6) 2019.